Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4), the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device had elective replacement indicator (eri). The device was removed and another was implanted. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.